Manufacturer narrative:
Evaluation code-conclusion was removed, and only applies to the lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were really careful during the basic evaluation, but the wires still moved. Their healthcare provider (hcp) told them that their wires could move if the patient had "some extra in the rear." They had to remove the trial on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4) applies to the lead only. (B)(4) applies to the lead. Only (B)(4) applies to the ens only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's lead may have migrated. The patient changed leads and seemed to be feeling stimulation again. An additional call from the consumer reported that the patient's lead did migrate and that caused the patient to not see symptom improvement from the trial. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.